Manufacturer narrative:
Pending evaluation.

Event description:
Revision of right knee components due to aseptic loosening of the tibia.

Manufacturer narrative:
The occurrence rate of this event is rated as "very low". There are not any other complaints against parts involving the lot numbers reported. DHR review was conducted with no noted non-conformance issues. This is not a design or manufacture related issue. There are no user or patient related issues apparent for the reported event. The absence of cement of the inferior surface of the tibial tray appears consistent with tibial loosening. Based on the engineering investigation the most likely cause for the reported revision was aseptic (non-infected) tibial tray loosening which damaged the bond between the implant and the bone. The patient reportedly had the implant for 11 years, the labeling states loosening that requires revision surgery is a known device risk. This device is used for treatment not diagnosis.

Event description:
Associate MFR numbers: 1038671-2017-00836, 1038671-2017-00837, 1038671-2017-00838, & 1038671-2017-00839.